Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly during visual inspection. Pump received with cracked reservoir tube lip, cracked reservoir tube, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that none of the buttons are working. The customer stated that the pump was in the washing machine. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer decided to declined moisture damage and button error troubleshooting.